Event description:
Title: pacemaker stopped working. In the evening in 2002, the pt had a routine telephone appointment to have their pacemaker checked. The technician noted the pacemaker was neither capturing nor sensing. After consultation with the cardiologist, the tech called the pt back and told them they needed to come to the e.d.. At the time, the pt was asymptomatic. Their parent drove them to the e.d., and in route, the pt died. Upon discussion with the site reporter in 6/2002, it was revealed no autopsy was performed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).